Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device removal.

Event description:
Healthcare professional reported right side rupture and "implant was leaking". Device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on the anterior side assessed as surgical damage. No additional observation. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture and "implant was leaking". Device has been explanted.